Manufacturer narrative:
Software issue.

Event description:
The customer reported the nibp (non-invasive blood pressure) reading remained unchanged for 40 minutes. It was reported by the customer that, end user, was the one who noticed the issue and was able to change the interval and cycle the nibp and an updated reading appeared. The customer double checked the reading with an external nibp which confirmed the reading was correct. Customer further stated that flex units are rebooted at least once per week if not more. No adverse event involving a patient or user was reported by the customer.